Event description:
Clinic notes received on 08/02/2016 and dated (B)(6) 2016 state that there is a possible break in the cable and patient needs revision surgery. It was sated that high impedance was seen on system diagnostics. It is unknown if trauma or manipulation may have contributed to the high impedance. Surgical intervention has not occurred to date.

Event description:
It was reported that the patient had a full replacement on (B)(6) 2016. The generator was first replaced with a model 106 and the impedance was still high >10,000 ohms. It was noticed when the neck area was opened that there was a break in the wire at the bifurcation section of the lead. There was no known trauma to the neck or chest area. It was stated that the explanted devices will go to pathology and not be returned.